Event description:
During baxter's evaluation of a spectrum pump, evidence of an overheated component was found. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was unable to be reproduced. Evidence of heat damage was confirmed through observation and was determined to be caused by an overheated component on the input/output printed circuit board (I/o pcb). The I/o pcb and back flex assemblies were replaced.